Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. The customer had carried out the movement verification test independently. The customer had changed sets and reservoirs, but the problem persisted. While changing the reservoir, there was a small anomaly. The reservoir was retracted sideways and the plunger did not go through causing the block. The customer had changed the reservoir again and it was working for now. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.